Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h12j01053, h13b19035, h13d16086, h13g18044, and h13j16050 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date the pt was hospitalized for peritonitis. Treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).